Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No unexpected off no power or motor error alarms observed during analysis. A test reservoir filled properly with no air bubbles noted.

Event description:
Customer reported hospitalization due to high blood glucose. Customer has blurred vision, nausea, chest and shoulder pain and shortness of breath. The blood glucose reading at the time of the event was 400 range. Customer stated that the highs are caused by a bent cannula. Diagnosed diabetes ketoacidosis. Nothing further reported.